Manufacturer narrative:
All operating currents were within specification and no unexpected low battery or off no power alarms were noted. The pump passed the off no power, self test, error, displacement, rewind, and excessive no delivery alarm tests. Unable to prime during the prime test. The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. Unable to complete the functional test including occlusion test due to the prime anomaly. The motor was tested outside of the device and passed. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error and no delivery alarms with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis. The customer also mentioned a previous hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer believes the hospitalization was not pump related, but rather diabetes related. The customer's blood glucose level at the time of hospitalization was over 600mg/dl. The customer was admitted for a few days and then released.